Event description:
Account stated patient used ice pack for 15 minutes, at 3pm took a shower and noticed arm was still cold. Looked at arm and noticed burn. Used silvadene burn ointment. Used more burn ointment at 2 am and went to hospital at 3am. Followed up with dr, seen again by dr. 4 days later, wound was infected. Dates missed from work 1 day. Pt retrieved ice pack, does not appear to be leaking.